Event description:
A malfunction was reported with code malf 12, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information to reset the pump, and after reset, the malfunction did not recur, allowing the customer to continue using the pump. No adverse impact to the customer's blood glucose level was reported, and the customer was advised to call back if any issues reoccur.